Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient post open heart surgery, the cardiosave intra-aortic balloon pump (iabp) generated an alarm. No additional information was provided as to the alarm type or message. There was no patient harm and no adverse event was reported.